Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services discussed that the device needed to be replaced. The health care professional (hcp) reported that the patient was to see their physician at a future date. There were no adverse patient effects reported. The device remains in service.